Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The awl tip was returned to the manufacturer for analysis. Analysis found that the returned awl tip had impact marks at the back end preventing insertion into the mating tracker. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information post-operatively regarding a navigation device used for a sacroiliac and thoracolumbar procedure. It was reported that there was a tracker attach failure due to formation, the tracker could not be attached smoothly. There was no surgical delay and no patient involvement.